Event description:
Additional information indicated the ipg was explanted and replaced because it had become inoperable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-31928. It was reported that the patient may have a system revision. Reason for revision is unknown at this time.